Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues due to fluid leak in the right cylinder of the ipp. The patient was reported to be currently healing and recovering. No more information available at the moment. Should additional information become available, it will be provided.